Event description:
According to the reporter, during pulmonary parenchyma resection in a  laparoscopic video-assisted thoracic surgery (vats) lobectomy, when the tissue was clamped and attempted to fire, the firing could not be performed. It was noted that the surgeon was able to press the green button. To resolve the issue, a new handle and reload was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.